Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Initial reporter telephone number: (B)(6).

Event description:
It was reported that the dermatome did not cut skin properly. The event took place during surgery but there was no harm or delay involved. No additional unplanned skin grafts were needed. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the repair site did not confirm the reported issue but did find that the reciprocating arm and machined head were worn which can contribute to a sub optimal but useable graft. The machined head and reciprocating arm were replaced and resolved the reported issue. It was noted that the unit has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.